Event description:
It was reported surgical intervention was undertaken wherein the implanted lead was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The reported event, of lead break/high impedance was confirmed. Microscopic inspection of the return lead, revealed a fracture on the lead body. Where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event, the lead was subjected while in vivo.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-48955. Related manufacturer reference number: 1627487-2020-48957. Related manufacturer reference number: 1627487-2020-48958. Related manufacturer reference number: 3006705815-2020-33287. It was reported one of the patient's leads displayed high impedance on all contacts resulting in ineffective therapy. Surgical intervention may be pending to address the issue. All of the patients leads are being reported as it is unknown which leads are currently implanted.